Manufacturer narrative:
(B)(4). The device was evaluated by a field service engineer. The optical switch in the device was replaced to resolve the issue.

Event description:
The customer reported that the device intermittently powers on and off automatically.